Event description:
It was reported that the subject device had a there is a crack in the middle of the optics. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube was damaged and the charged coupled device was broken. A root cause could not be identified, as the event crack in the middle of the optics was not confirmed. Based on the results of the investigation, it is likely the event the outertube damage and broken charged coupled device occurred due to a stress problem. However a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.